Event description:
It was reported that an alert was received in the remote home monitoring system indicating this pacemaker reverted to safety mode. The information was provided to the physician. No further assistance was requested at this time. No adverse patient effects were reported. The device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.